Manufacturer narrative:
It was reported a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that during afib ablation procedure there was a software error with coloration of the geometry. Device evaluation details: the device evaluation has been completed. It was determined that the actual point was colored correctly and there was no color interpolation added. The issue was solved with an application reload. The provided data is minimal and based on the available information the root cause of the failure cannot be determined. The issues related to the maps shift were also evaluated. It was determined that the system alerted the user and was giving a ¿learn new¿ message which notifies the user that map shift could occur. User re-opened a study to finish the procedure. In addition, the biosense webster inc. Field service engineer (fse) supported a v7 procedure, before the system check was requested by the customer. The map shift issue had not appeared. The fse tested the system and all tests passed issue was not duplicated. Carto system functioning correctly and ready for use. Device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that during afib ablation procedure there was a software error with coloration of the geometry. The map was a little transparent and the projection points were colored accordingly to the substrate recorded, but there were no color on the map. Then an error of ¿¿learn new¿ was displayed and one big ¿map shift¿ occurred. The physicians felt very uncomfortable with the accuracy of the system. They always use sedation during af and all of us thought it was a problem related to anesthesia (indeed it happened with v6 but not as bad as with v7). There was no patient movement or cardioversion. There were no error messages displayed and appeared outside the map shell they had created. The map shift occurred both during mapping and ablation. The approximate difference was 1.5cm. They re-opened the study to finish the procedure. No patient consequence was reported. The issue of a map shift without patient movement, cardioversion or error messages is considered MDR reportable.